Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving 2,000 mcg/ml baclofen at a dose of 12 mcg/day via an implantable infusion pump for intractable spasticity. It was reported that the patient had a pump replacement recently and the infection started at that time. It was unknown if the infection was related to the device and the area of infection was unknown. The patient was in-patient, possibly for a couple of weeks the rep stated based on what a nurse told him. An infection was confirmed with a reported event date of (B)(6) 2018. It was unknown what actions were taken to resolve the infection. It was unknown if there was an allegation against the devices sterility. Treatment was ongoing and the patient was heading towards an explant. They were currently weaning the patient down, and had been over the past two weeks. They just stopped the pump for the next 48 hours on (B)(6) 2018 to see how the patient would respond. No further complications were expected or anticipated. Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a history where infection was not surprising - no concern of device sterility. The patient was placed on antibiotics two weeks ago when patient presented. Explant was scheduled for (B)(6) 2018.